Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The potential root cause of this event is unknown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms, and the tooth # extracted cannot be confirmed, at this time. This event is being filed as an MDR as the patient reported the symptom of tooth extraction (serious injury) and the invisalign system aligners were being used. The date of event (b3) is an estimated date based on the timelines reported to align by the complainant and compared to the patient information. At the time of this report, there is no conclusive evidence to confirm the date of the reported symptom of tooth extraction.

Event description:
The patient reported directly to align symptoms of an abscess which led to tooth extracted in upper right arch (unknown tooth #). The patient reported requiring surgery to extract the affected tooth.